Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire patient experienced on (B)(6) 2014. Patient's mother stated that upon sensor deployment, patient was unable to locate sensor wire. Patient reported no discomfort at insertion site. No injuries or medical intervention were reported.